Manufacturer narrative:
Follow-up # 2 device evaluation: the lay user/patients control solution has been returned and further evaluated by lifescan product analysis with the following findings: the control solution failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the control solution results were below the expected control solution range. There was no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 - 4/3/2015 device evaluation. The lay user/patients test strips have been returned on 2/25/2015 and further evaluated by lifescan product analysis on 3/23/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The control solution has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.